Event description:
It was reported that during a followup visit one month post implant, the patient complained of pain when right ventricular thresholds were tested. It was also noted that a nonsustained tachycardia episode had oversensing of an unknown origin. The oversensing has not recurred, and no invervention was taken. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.